Manufacturer narrative:
(B)(4). D10: 28mm mod hd std neck tp1 taper. Item: 163662. Lot: unknown. Tprloc cocr cmtd stm t1 12.5mm. Item: 650-0327. Lot: unknown. G2: foreign ¿ netherlands. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a cup revision approximately one month post-implantation due to two episodes of luxation following a hemi arthroplasty. Attempts have been made and no further information has been provided.